Manufacturer narrative:
Quality control was acceptable on date of patient testing. The field service engineer was unable to find a cause for the event. He replaced the measuring cells and performed an instrument check with acceptable results. Customer performed calibration and quality control with results recovering within customer specified ranges. The investigation is ongoing.

Event description:
The initial reporter questioned a high elecsys ferritin result on a cobas 8000 e 801 module. The customer stated the patient had two samples collected at the same time. The first sample was tested on the e 801 module and the second sample was tested on another analyzer. The initial result from the first sample was reported outside the laboratory. The first sample had an initial ferritin result of 1311 ng/ml, and the second sample had a result of 483 ng/ml. The customer performed repeat testing on the first sample and recovered a ferritin result of 520 ng/ml. The customer tested the first sample on another analyzer and recovered 479 ng/ml. After repeat testing, the customer determined the repeat result of 520 ng/ml to be correct. Ferritin reagent lot used for patient testing was 43572900 with expiration date requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on calibration and qc data a general reagent issue could be excluded.